Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample 1, sample 2, sample 3. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, PMA/510k number k202525.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient. The following data was provided, no units of measure were provided: sample 1 result, on (B)(6) 2024, was 216. Sample 2 result, on (B)(6) 2024, was 200. Sample 3 result, on (B)(6) 2024, was 221. Additional laboratory results were provided: ck was slightly elevated, mb was normal, tni result was tested at a clinic, with presumably a roche assay, which was normal. The sample from (B)(6) 2024 was tested at another site and the troponin t was <13 and troponin I was 4.3, which are both normal results. It was noted that the patient was sent to the hospital for the elevated troponin I results, and blood was taken to test on non-abbott analyzers; however, there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformance's or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat highly sensitive troponin-I, lot number: 65189ud00, was identified.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results for one patient. The following data was provided, no units of measure were provided: sample 1 result, on (B)(6) 2024, was 216, sample 2 result, on (B)(6) 2024, was 200, sample 3 result, on (B)(6) 2024, was 221. Additional laboratory results were provided: ck was slightly elevated, mb was normal, tni result was tested at a clinic, with presumably a roche assay, which was normal. The sample from on (B)(6) 2024 was tested at another site and the troponin t was <13 and troponin I was 4.3, which are both normal results. It was noted that the patient was sent to the hospital for the elevated troponin I results, and blood was taken to test on non-abbott analyzers; however, there was no impact to patient management reported.